Event description:
The patient had a port that was originally placed by insertion of right-sided dual-lumen tunneled chest port, with catheter tip in the expected location of the cavoatrial junction. At the time the patient came to CT for a port check, the dual lumen powerport had been in place for over a month. The port was accessed with a power needle into the lateral port. It was noted that there was brisk blood return and flushed easily prior to CT. The power injector was pressured out after 35 ml contrast injection at 3 ml/sec. The patient noted that it felt different than it had before. When patient was pulled out of the CT scanner, there was slight swelling noted on the accessed side with contrast clearly seen on the port septum, lateral site. Port was assessed: good blood return and flushed easily. Piv (peripheral intravenous line) was inserted to complete the CT scan. Interventional radiologist consult was ordered. Dye study was done, and extravasation was confirmed. The silicone filling (septum) had popped out of the right-sided lumen of the port, enabling leakage of infusate into the port cavity. The port was replaced. Contrast was extravasated, port needed to be replaced with patient having to undergo additional procedure under conscious sedation. Significant harm potential if port had extravasated chemo agent. Port malfunction and need for replacement also has the potential of disrupting patient¿s treatment cycle.

Event description:
The patient had a port that was originally placed by insertion of right-sided dual-lumen tunneled chest port, with catheter tip in the expected location of the cavoatrial junction. At the time the patient came to CT for a port check, the dual lumen powerport had been in place for over a month. The port was accessed with a power needle into the lateral port. It was noted that there was brisk blood return and flushed easily prior to CT. The power injector was pressured out after 35 ml contrast injection at 3 ml/sec. The patient noted that it felt different than it had before. When patient was pulled out of the CT scanner, there was slight swelling noted on the accessed side with contrast clearly seen on the port septum, lateral site. Port was assessed: good blood return and flushed easily. Piv (peripheral intravenous line) was inserted to complete the CT scan. Interventional radiologist consult was ordered. Dye study was done, and extravasation was confirmed. The silicone filling (septum) had popped out of the right-sided lumen of the port, enabling leakage of infusate into the port cavity. The port was replaced. Contrast was extravasated, port needed to be replaced with patient having to undergo additional procedure under conscious sedation. Significant harm potential if port had extravasated chemo agent. Port malfunction and need for replacement also has the potential of disrupting patient¿s treatment cycle.